Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. Programming changes were recommended but not yet completed. There were no patient consequences.